Manufacturer narrative:
Other relevant device(s) are: product ID: yrirhxc15115, serial/lot #: (B)(4), ubd: 14-dec-2007, UDI#: (B)(4); product ID: yrbrhxc2615165, serial/lot #: (B)(4), ubd:09-mar-2008, UDI#: (B)(4); product ID: yrechxc1555, serial/lot #: (B)(4), ubd: 16-mar-2008, UDI#: (B)(4). Date of event: year only valid. Device mfg date only estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx abdominal stent graft system was implanted for an unknown endovascular treatment. It was reported that approximately 4 years post index procedure, the patient suffered an unknown endoleak. It was reported that the event was treated by using embolization coils to plug the endoleak. No additional clinical sequelae were reported, and the patient is fine.